Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was used in a stereotactic craniotomy and debulking of lesion procedure, and there was movement of the rocker arm while in the "locked position" upon pinning the patients. This issue occurred with two mayfield devices and involves two different patients. The concerned doctor proceeded with both cases despite the problem which resulted in a 30¿45-minute surgery delay. Although no harm occurred, the doctor expressed worry about potential navigation issues due to the clamp movement.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that there is lateral movement in the swivel when locked and some rotational movement on the swivel lock in relation to the skull clamp base. It is recommended that the unit undergo general servicing to replace some components, and this will restore full function of the unit to manufacturer¿s specifications. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and the unit required replacement of worn parts. Probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to patient movement within the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.